Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that there was a leak in the water system for the alinity processing module in the laboratory and when the leaking water reached the uninterruptible power supply (ups) for the architect i2000sr analyzer, also in the laboratory, it caused a short circuit and flames were observed from the ups and the laboratory filled with smoke. The customer used a fire extinguisher to put out the flames in the ups. The customer requested a replacement ups. There were no injuries due to the incident.

Manufacturer narrative:
An abbott representative clarified that the leak originated from the laboratory's water supply, and the water fell directly onto the uninterrupted power supply (ups) which was connected to the architect i2000sr short circuiting the ups. The investigation found that an abbott product did not contribute to the source of the event. The likely cause of the event was determined to be the ups omron bu100sw, which is not an abbott product. Tracking and trending did not find any issues or trends related to the ups omron bu100sw. The 2019 ul certification memo indicates abbott diagnostic equipment and accessories are certified to the appropriate safety standards and the operator is protected against the spread of fire from the equipment. The damage associated with the flames and smoke of this event was limited to the ups omron bu100sw. Labeling was reviewed and found to be acceptable with regards to electrical hazards, operator responsibility, emergency shutdown, and troubleshooting the customer issue. Based on the investigation, no malfunction, systemic issue, or deficiency was identified for the architect i2000sr and/or any other abbott product associated with the ups flames/smoke event.